Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection of insulin to address high bg. Reportedly, the customer was using a non-tandem usb port in an attempt to charge the pump. The pump charged successfully after the customer plugged the charging cable into a wall adapter. The customer continued to use the pump for insulin therapy.